Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a damaged lcd screen on the insulin pump. The customer stated that there is a crack on the glass of screen. The customer stated that the glass is in tack, but the screen is bleeding. The customer stated that there is a crack that starts in the middle left, then goes up to the top of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.